Manufacturer narrative:
Approximate age of device - 2 years, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient had 2 pump stop events and log files were submitted. Technical service reviewed the logs and between (B)(6) 2019 5:52 - (B)(6) 2019 23:41 confirmed pump stops and multiple low speed operations which dropped below the patients low speed limit of 9400 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module and mobile power unit. The patient was advised to stay connected to battery power until further investigation was completed. X-rays were submitted and showed some wear and tear o he external section of the percutaneous lead. On (B)(6) 2019 it was reported that during on site evaluation, unable to reproduce motor stopped events with external driveline manipulation and upper body movement while connected to grounded patient cable. Customer requests the use of (2) ungrounded patient cables. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file captured several low-speed events and 2 pump while the patient was supported by the patient cable and mpu. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. Technical services performed an onsite driveline evaluation on 05feb2019. The patient was connected to a grounded patient cable; however, the pump stops were unable to be reproduced with external driveline manipulation and upper body movements. The customer requested two ungrounded patient cables. The patient remains ongoing on vad support using an ungrounded patient cable. No product available for investigation. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.